Event description:
The customer reported that their central station was not emitting alarm audio.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A field service engineer (fse) talked to the customer to resolve the issue. The fse confirmed the reported issue and found that the issue occurred due to the customers patient information center ix (pic ix) audio configurations. The fse was not sure why the audio configurations were incorrect. Once the fse changed the audio configurations the issue was resolved. The device remains on site and in use.